Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module. The sample initially resulted with an hcgb value of 87.25 miu/ml and this value was reported outside of the laboratory to the patient. The patient questioned the initial value, so the sample was repeated in a microcup on (B)(6) 2018, resulting with a value of > 10000 miu/ml accompanied by a data flag. The sample was repeated again on a second analyzer in a microcup on (B)(6) 2018 with a 1:100 automatic dilution, resulting with a value of 27934 miu/ml. A corrected report was issued with the result of 27934 miu/ml which was believed to be correct. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292, with an expiration date of 28-feb-2019. Upon review of the alarm trace, no relevant alarms occurred on the day of the event. Calibration and controls were within expected ranges on the day of the event.

Manufacturer narrative:
No reagent issue is evident based on calibration and control data. The use of microcups is not specified for the e 602 analyzer. The sample volume of 700 ul was very low. No instrument performance issues were obvious. The investigation could not identify a product problem. The cause of the event could not be determined.